Event description:
It was reported to philips that the device will always alarm. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device will always alarm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty capacitor upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.